Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens got trapped in the injector resulting in haptic breakage necessitating explantation of the iol. A back-up iol was implanted successfully without further complication and without any injury to the patient within the same surgery session. The product was discarded following use. The healthcare facility reports that resistance was encountered during injection. The rayone IFU "use of rayone" section states "if excessive resistance is felt this could indicate a blockage; stop and discard the injector and lens". The rayner risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, user removes injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge, resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. There is no evidence of a malfunction or deterioration in the characteristics and/or performance of the device. The information available suggests that haptic breakage is attributable to the user continuing injection at the point the lens became trapped in the injector. Without the ability to examine the device no root cause can be established. Our review of production records for the rayone spheric rao100c batch 059135867 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the rayone spheric rao100c batch (may 2019) was carried out to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the rayone spheric rao100c batch 059135867.

Event description:
On (B)(6) 2019, rayner intraocular lenses limited received notification from its (B)(6) distributor of an event that occurred during use of a rayone spheric rao100c. The event description provided states that the lens jammed in the injector resulting in haptic breakage necessitating explantation of the iol.